Event description:
A user facility nurse reported via fax that the blood was leaking from both sites of the bain needle during treatment. (B)(6), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).